Manufacturer narrative:
The user reported discrepancies between bgm and cgm readings. During analysis, customer care found no calibrations registered around the time provided on the example. There was a calibration that showed discrepancies, but it can be due to the system still adjusting. The case was escalated where during review of the data, support observed symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised to never enter anything other than a true bg meter value, from a finger stick, when calibrating as entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. The user was also provided steps for perform a sensor re-link. The user was able to successfully perform sensor re-link, and educated on the steps required to complete re-initialization phase. Per review dms, the user is using the system showing glucose readings up to date and they are currently in 1 weekly calibration phase.

Event description:
On december 15, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.